Event description:
It was reported that this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 16f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first suture in the left common femoral artery (lcfa) deployed successfully; however, a suture break occurred during knot advancement. A second prostyle was attempted in the lcfa; however, a cuff miss [suture retrieval issue] was noticed. The sutures of another prostyle were pre-placed successfully in the lcfa. The sutures of two prostyles were also successfully pre-placed in the right common femoral artery (rcfa). The aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in both access sites. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.